Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Subsequently, the customer experienced a blood glucose (bg) value displayed as "low". A specific bg value was not provided. The customer consumed carbohydrates and turned off control iq to address the bg. Reportedly, a pump reset was performed to address the event and the customer continued to use the pump for insulin therapy.